Event description:
Background: (B)(6) 2019, a (B)(6) y/o male with a history of (B)(6) emergency dept (ed) with a urinary tract infection (uti), fevers, chills, and suspected urosepsis. On (B)(6) 2019, the pt underwent a left pcn and placement of 8 fr dawson mueller catheter in the ir due to urosepsis and left hydroureteronephrosis from recurrent bladder tumor. During placement of the nephrostomy tube, there was difficulty in removing the .018 guidewire after the transitional dilators had been inserted. Despite the physicians best efforts to remove the guidewire intact, an approx 1 cm portion of the distal radiopaque tip separated and could not be removed. The pt and his daughter declined to pursue the removal of the foreign item, and the pt was discharged to home and was scheduled for a routine f/u visit. Findings: the tip of the guidewire malfunctioned and broke off inside of the pt.